Event description:
It was reported that due to weight loss the device moved closer to the patient's skin, causing pain. The device was removed "about a year ago" due to the pain, but the lead remained implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).